Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. No known consequences or impact to the patient. Torn material. Evaluation method - lens work order search results: visual inspection of the returned lens showed the optic was torn and a piece of the haptic was torn off and missing. A parent/child work order search was performed and there were no similar complaints found within the work order. Conclusion - (unable to confirm): based on the complaint history, product evaluation and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the haptic of the cc4204a collamer single piece lens tore as the lens was inserted . The lens was removed without enlarging the incision and replaced with another same model/same diopter lens withouit any patient injury.